Event description:
The seat allegedly collapsed when the consumer sat down to rest. No injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.